Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/29/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor siltex round moderate profile 355cc saline prosthesis, catalog: 3542655, serial number: (B)(4), lot: 262650. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 355cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event: - the patient developed baker grade iii capsular contracture in her right breast post implantation. - the patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 490cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12-jun-2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear measuring approximately 0.6 cm and parallel lines of shell wear on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/07/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/27/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.6 cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).